Manufacturer narrative:
The hosp staff confirmed that it was not necessary to send a service tech to the facility as the incident did not contribute to the decision by the pt's family to terminate life-support. Gambro has found no evidence to suggest that its device caused or contributed to this event. Gambro does not regard the submittal of this report as an admission of liability. This event is being reported as per gambro policy: all cases of pt's death within 24 hours after end of the treatment are considered reportable regardless of any involvement of a gambro device.